Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to start charging, with a follow-up planned by technical support. Upon follow-up issue was resolved with the replacement tandem charging supplies.